Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, both cylinders did not pass the leakage test due to a bulge in the proximal end of the cylinders. There was no additional information provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. Both cylinders passed visual inspection. Both cylinders did not pass the leakage test due to both cylinders presented a bulge in the proximal end when inflated with a syringe. Additionally, both cylinders showed a bulge in the distal end under the same testing conditions. Momentary squeeze (ms) passed visual inspection, leakage and functional test. Based on the information available and analysis results, the bulge identified in both cylinders could have caused or contributed to the reported clinical observation of mechanical problem.